Event description:
In 2008, the distributor reported that during a workshop the screwdriver would not engage/mate with top of screw. There was no patient contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not happen in surgery. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.